Manufacturer narrative:
The icp express cable was returned and evaluated. The cable was found to be functioning as intended. We were unable to confirm the issue reported by the customer. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Insertion of icpm. On sunday (B)(6) 2016 surgeon was performing an insertion of icpm. When it was time to zero the microsensor the surgeon said he received a reading -99. The surgeon felt that there was an issue with the microsensor or grey cable. He removed the microsensor from the patient and replaced this with a new microsensor with a different grey cable and icp express monitor which appeared to be working correctly.